Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the exera ID chip had no data transmission, there was a "no image communication" error, and switches 1 and 4 were not working. Third party repair was found on the bending section rubber, bending section rubber adhesive, the light guide bundle, the insertion tube, and the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a blurry image. The issue was found during an unknown procedure. Inspection and testing of the returned device found a "no image communication" error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: non-olympus parts and/or repair work by a third-party. Conduction failure of circuit board inside scope connector due to water that invaded device by causes such as the following. Stress applied to open venting connector accidentally while device was under water. Foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. Water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. The invaded water entered scope connector during leakage test. Immersed device in fluid for reprocessing while sterilization cap was attached. Connector cap of leakage tester was attached to wet venting connector. Leakage tester was attached/detached while device was under water. Failure of ccd/circuit board inside scope connector by the following handling system ground wire was not connected. With the system power on, remove and insert the scope connector. Dirt, moisture, and others are attached to the connector contact section. The instructions for use (IFU) states as follows: "operation manual: important information ¿ please read before use: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Operation manual: important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.